Event description:
During evaluation of a returned spectrum pump, the device had system error 345 (thermistor disparity). No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no. (B)(6). The device was received for evaluation. During functional testing, a system error 322 alarm was not reproduced. A review of the event history log revealed system error 322 messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified through history log review. The ultrasonic sensor will require replacement as a known contributor. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction h11: the device was received for evaluation. During functional testing, a system error 365 alarm was not reproduced. However, evaluation was able to confirm multiple occurrences of "ec 345" in the device event history log record. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified through history log review. The ultrasonic sensor will require replacement as a known contributor. Should additional relevant information become available, a supplemental report will be submitted.